Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Customer¿s blood glucose value had no adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.